Manufacturer narrative:
It was reported that the device was discarded.

Event description:
It was reported that the device malfunctioned during use with a patient, during heart surgery. Reportedly, the transducer was bad. The condition of the patient is unknown as no other details were provided.